Manufacturer narrative:
(B)(6).

Event description:
A peritoneal dialysis patient has reported the following: patient reported fluid was found in the cassette door. As a result of this incident, the patient was given a prophylactic dose of antibiotics. The patient has been contacted regarding this incident where he reported no problem with the tubing. The nurse, involved in the ongoing care of this patient, reported one dose of antibiotic was given intraperitoneally due to the possibility of contamination. The patient is reportedly fine, requiring no further treatment. The patient continues his peritoneal dialysis without further incident. There is no sample available for an evaluation.